Event description:
Per the clinic, the patient experienced an infection and exposure of device at the implant site. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.